Event description:
Nurse aide with resident in shower chair heard crack sound; removed resident and chair. Another aide placed another resident in chair, didn't fasten seat belt. Left front wheel fell off chair, resident fell to floor. Broken chair reused before tagged out. Two other shower chairs removed from service for stress cracks in joint areas.